Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after an electrophysiology (ep) study. A venous sheath was also placed in the same groin. Reportedly, no was imaging taken of the access site prior to use of the proglide. The proglide suture did not capture the artery and was completely pulled out with the plunger. A hematoma was noticed in the groin after the suture issue, however, the operator attributed the hematoma to the figure 8 stitch used to close the venous sheath access site. It was also noticed the patient developed a pseudoaneurysm between the vein and artery; origin is unknown. Manual arterial compression was used to treat the pseudoaneurysm and achieve hemostasis. Patient was admitted due to ep case protocol. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported failure to deploy. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.